Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced difficulties utilizing the pump, which led to a replacement surgery. The physician stated that the problems are likely related to hand dexterity and the presence of scarring in the scrotum. During surgery, the entire ipp was explanted and replaced with a tactra malleable penile prosthesis. No additional patient complications were reported.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced difficulties utilizing the pump, which led to a replacement surgery. The physician believes that the pumping issue is related to patient hand dexterity and the presence of scarring in their scrotum. During surgery, the entire ipp was explanted and replaced with a tactra malleable penile prosthesis. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the ipp instructions for use (IFU). Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp IFU were reviewed. The patient symptom of scarring was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.